Event description:
Boston scientific crm (bsc) received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a latitude alert for the device's tachycardia therapy having been programmed off. A bsc field representative did not know of the change in the device's status, and told a bsc technical services consultant (ts) he would follow up with the patient's health care provider. There were no reports of adverse patient effects, and the device remained implanted and in service. Subsequently, a health care provider reported the patient had passed away; there was no evidence or allegation of a device malfunction prior to or associated with the patient's death.